Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported allegation of an unknown transmitter issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.